Event description:
It was reported the dressing was removed three days post-application. Upon removal, the physician noted the pt developed erythema and pigment deposition. The pt's dermatologist indicated the area was pigmented contact dermatitis. Betamethasone dipropionate ointment was applied to the erythema.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. A return sample for evaluation is not expected.